Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. The wand is bent from use. The black shrink wrap is deformed at the distal edge. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the wand was able to generate plasma as intended. There were no sparks or smoke observed during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device or contact with metal objects while activating the wand which may damage the tip. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a tonsillectomy, the evac 70 xtra coblator ii wand was smoking and sparking. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.